Manufacturer narrative:
Device passed functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/occlusion alarm, failed battery test alarm or missing segments/partial display noted during testing. Device passed the keypad voltage test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device was received with cracked select button keypad overlay and minor scratched lcd window. The p-cap locks properly into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had less responsive and buttons were hard to press. Customer stated that insulin pump had scratches on screen which affects visibility. Customer stated that they received insulin flow block alert which is not due to site issue. Customer stated that insulin pump rejected new batteries. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.